Event description:
The device was used during an unspecific procedure. Reportedly, the instrument misfired. The surgeon applied another device without pt injury.

Manufacturer narrative:
The reported condition was confirmed however, the production lot reported did not reflect the components found in the subject device. Component modifications have been implemented to prevent this condition from recurring.